Manufacturer narrative:
Vyaire medical complaint number (B)(4). Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr replaced the driver displacement indicator (ddi) board and performed the ddi calibration and operational verification procedure. The unit meets manufacturer specifications.

Event description:
The customer reported that the start/stop button is working intermittently. There was no patient involvement associated with this issue.